Manufacturer narrative:
Additional information was received that the patient was still getting inadequate stimulation.

Event description:
A report was received that according to a (B)(4) post the patient¿s first stimulation failed after a few years and now my second one was not working well either. The patient also stated that they have not seen their physician did not use them anymore. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the patient's battery had to be charged more often. No further course of action at this time.

Event description:
A report was received that according to a (B)(4) post the patient¿s first stimulation failed after a few years and now my second one was not working well either. The patient also stated that they have not seen their physician did not use them anymore. No further information could be obtained.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that according to a (B)(4) post the patient¿s first stimulation failed after a few years and now my second one was not working well either. The patient also stated that they have not seen their physician did not use them anymore. No further information could be obtained.